Manufacturer narrative:
10/23/97-supplemental rpt #1 submitted to FDA. The cause for the difficulty rpt'd could not be reliably determined as the disposable staple cartridge and the lower cartridge cover were not returned for evaluation.

Event description:
The device was used during a colpo suspension procedure. Reportedly, the cartridge disengaged from the instrument. The surgeon used a new instrument. The hospital has reported no patient injury occurred.